Event description:
It was reported that the right ventricular lead exhibited an unspecified anomaly and was explanted on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).